Manufacturer narrative:
The alleged event was confirmed by the manufacturing plant. The reported symptom code ¿out of box failure¿ was confirmed due to zero completed treatments found in the patient¿s treatment history. The reported symptom code ¿blank screen¿ was confirmed. During the attempt to perform the simulated treatment a blank display was encountered. The blank display was due to the inverter board which was found to have a failed transformer and burn damage. The fuse on the inverter board also measured ¿open¿ which is indicative of a current surge. There were no visual indications of dried fluid within the cassette compartment. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reports that after completing the previous night¿s treatment the display screen was blank; he tried rebooting the cyc but only the buttons light up and the screen stays blank. Technical support (ts) confirmed that the cyc is plugged into its own 3-prong wall outlet, the pwr cord is secure at both ends, and there's no bad weather or pwr outages in the area. He doesn't have another outlet to try and thinks he may have completed his tx because he could feel the cyc filling. Ts recommended replacing the cyc and advised him to disconnect the bags, close all clamps, and will have to leave the cassette in the cyc. The patient will continue with continuous ambulatory peritoneal dialysis until a replacement cycler is received. Additional information was solicited.